Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 187 mg/dl and 548 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent, however, test strips are not available to return.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. No product will be returned.